Event description:
It was reported that a malfunction occurred with the insulin pump. There was no reported adverse impact to the customer's blood glucose level. The customer reset the pump initially and was informed that a pump replacement was necessary. Technical support organized the shipment of a replacement pump, provided instructions for storage during transport, and guided the customer on returning the faulty pump using a pre-paid label. There was no information available regarding the customer's backup insulin therapy plan.